Manufacturer narrative:
Complete reporter name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that a patient had been transferred from another facility during intra-aortic balloon (iab) therapy and the fiber optic was not working. It was noted that the console was running fine with the arterial line through the central lumen without any patient issues. At some point in previous days, someone on the staff had cut the fiber-optic cable off when they learned that it wasn't operating. It is unknown if the fiber-optic failed at all, during insertion, during transport, or at some later point. Since the cord was cut there was no opportunity to plug it in again for trouble-shooting. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A portion of the sensor cable and connector was cut from the iab and not returned. Additionally the optical fiber was found to be broken within the membrane approximately 25.9cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint(B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional information patient information, describe event or problem, additional contact person information - (B)(6) coordinator / (B)(6). Complaint record ID # (B)(4).

Event description:
It was reported that a patient had been transferred from another facility during intra-aortic balloon (iab) therapy and the fiber optic was not working. The fiber optic cable was reported to not be working immediately upon inserting the iab and continued to not work throughout transport and arrival. It was noted that the console was running fine with the arterial line through the central lumen without any patient issues. At some point in previous days, someone on the staff had cut the fiber-optic cable off when they learned that it wasn't operating. It is unknown if the fiber-optic failed at all, during insertion, during transport, or at some later point. Since the cord was cut there was no opportunity to plug it in again for trouble-shooting. After approximately six days of therapy, the iab was removed. There was no patient harm or adverse event reported.